Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a health professional noted artifact on the patient¿s electrocardiogram and ordered an interrogation of the patient¿s implantable cardioverter defibrillator (ICD). Upon interrogation, it was noted that the patient¿s right ventricular (rv) lead was exhibiting high thresholds, noise, and non-capture. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pace/sense portion of the rv lead was capped, and a new pace/sense lead was implanted. The high voltage portion of the rv lead remains in use.